Manufacturer narrative:
Date sent to the FDA: 7/16/2018 in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 08/26/2020. Corrected information: manufacturing site name. Additional narrative: it was reported that following the insertion the patient experienced adhesions and hernia recurrence.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain and infection. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.